Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during use of implantable pulse generator (ipg), physician complained about the behavior of the device when programmed to rv unipolar sensing the device does not inform the physician about the missing auto sensitivity threshold in unipolar mode, the device permits low sensitivity values for unipolar sensing. It was advised that the sensing threshold remains at the level determined by the programmed sensitivity parameter. There is no warning for this behavior as it is normal (as designed) device behavior. The appropriate sensing level should therefore be determined during programming and values down to 0.45 mv may indeed be too low. The ipg remains in use. No patient complications have been reported as a result of this event.